Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances greater than 125 ohms. A revision procedure was scheduled to replace the lead. This lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that when the patient presented for the scheduled revision surgery all measurements showed normal values. The physician decided not to perform the revision and to monitor the system via increased follow-ups instead. This lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the patient attended their three month follow-up appointment. At the appointment shock impedances were within the normal range but the daily measurements did show that out of range values still occur rarely. Provocative maneuvers and pocket manipulation were performed but no noise or abnormal measurements were produced. The system will continue to be monitored via normal follow ups. No adverse patient effects were reported.